Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection and erosion. Surgical intervention was performed and the device was explanted and replaced. The lv lead continues to remain implanted and in service. No additional adverse patient effects were reported.